Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set leakage and bleeding event on (B)(6) 2024 and (B)(6) 2025. The leakage was from the cannula and bleeding from infusion set insertion site. The infusion set was in use for less than a day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). MDR 3003442380-2025-01731. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch: 6007974 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from infusion site (specific cause not identified). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 5/5 samples passed the test. Functional test air leak according to wi version 2 on reference samples, 5/5 samples passed the test. 5 reference samples were not able to be test for flow due to the samples were used in a special investigation under CAPA: 1999254. A batch record review was conducted resulting in the following: packaging lot: the lot: 6007974 was packaging according to the wi version 115, in the line inset 7, on 03/jul/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage from infusion site (specific cause not identified) and lot: 6007974 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.